Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: a1, a2.

Manufacturer narrative:
Date sent to FDA: 08/18/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent inguinal hernia repair surgery on (B)(6) 2019 during which the surgeon noted the mesh was balled up and densely adherent to critical structures in the inguinal canal, forming a meshoma. It was reported that the patient experienced meshoma, adhesions, chronic inguinodynia, ilioinguinal neuralgia, focal chronic inflammation and giant cell body giant cell reaction and intractable and severe pain. No additional information is provided.